Manufacturer narrative:
Gas delivery system (gds) assembly was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage or contamination. The data acquisition (da) board and oxygen solenoid valve were disassembled from the gds and not returned with the gds assembly. Gd assembly was installed in a test ventilator in an attempt to duplicate the reported problem. The test ventilator displayed alarm of ¿low leak-c02 rebreathing risk". The test unit did not pass the air flow accuracy test. During troubleshooting a defective u1 was found (sensor air flow amp 1000 sscm) generating the average air flow display reading at -239.7 lpm and the analyzer reading at 240.0 lpm set at 10 lpm. U1 was replaced on the air flow sensor. The gas delivery system (gds) assembly was re-installed in the test ventilator. Test ventilator powered up with no alarms displayed and no faults generated. Therefore, the root cause for the customer's report of low leak-co2 rebreathing risk alarm was due to a defective u1 located in the air flow sensor (in the gds).

Event description:
The international customer reported the v60 unit displayed occurrence of low leak-co2 rebreathing risk .the alarm did not stop sounding. There was no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: the v60 vent was received at the service center for evaluation. The reported complaint was confirmed on (B)(6) 2016. Diagnostics screen was checked and average air flow displayed was -174.0slpm when flow was set to 0slpm. Resolution and disposition: flow sensor was replaced and then the event was resolved. (B)(6).

Event description:
The international customer reported the v60 unit displayed occurrence of low leak-co2 rebreathing risk the alarm did not stop sounding. There was no patient involvement associated with this event.

Manufacturer narrative:
Updated report source: (B)(6) hospital.